Manufacturer narrative:
(B)(4).

Event description:
It was reported that about 1.5 weeks ago the patient's physician attempted to place a second lead; however, the physician had to abort the surgery due to slight bleeding and will attempt at a later date. It was unknown whether unipolar cautery was used during surgery. Subsequent information received reported that the bleeding was within the cranium. The cause of the bleeding was undetermined and occurred almost immediately after the burrhole was created. No interventions were planned or taken; the procedure was aborted and the surgeon had discussed the possibility of operating again in the future. According to the patient's neurologist, the patient was doing well. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID neu_unknown_lead, serial # unknown, product type lead; product ID 37642, serial # (B)(4), product type programmer; patient product ID (B)(4), serial # (B)(4), product type extension; product ID 37085-60, serial # (B)(4), product type extension; product ID 3387s-40, lot # va005vq, product type lead.